Event description:
Customer reported that the insulin pump keeps turning off. Customer changed the battery and the insulin pump would not turn on. Customer's current blood glucose reading is 55 mg/dl and stated that he is having a low because of working out. Customer also reported a failed battery test and a blank display. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display and no failed battery alarm noted. The battery cap did function properly. No damage or crack at battery cap. The device was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and missing end cap sticker.